Manufacturer narrative:
The subject psd-20 and a cord (mh-969) was returned to olympus for evaluation. Olympus confirmed the subject psd-20 and a cord (mh-969), and found there was abnormality of the subject device. The subject psd-20 worked normally. The output value of each connector was normal at that time. When olympus repeated on-off of the high frequency output, the subject psd-20 worked normally. During the high frequency output-on at above situation, the subject psd-20 worked normally. When olympus added slight shock to the subject psd-20, the subject psd-20 worked normally. When olympus checked inside the subject psd-20, there was no abnormality. When olympus checked the subject a cord (mh-969), the subject a cord (mh-969) was not conductive and there was buckling. The exact cause of this phenomenon cannot be conclusively determined. There were no further details provided at this time. If significant additional information is received, this report will be supplemented. Please cross reference the associated complaint files: MFR report# : 8010047-2016-01577.

Event description:
During an unspecified polypectomy with the subject psd-20 on (B)(6) 2016, the tissue was not sufficiently cauterized and the affected part bled. The user facility stanched patient's bleeding by an unspecified clip. The user facility continued and completed the procedure by using the same psd-20. Olympus checked the subject psd-20 but there was no abnormality of the subject psd-20. Therefore the user facility used the subject psd-20 also on the following day ((B)(6) 2016). During an unspecified polypectomy on the following day, the tissue was not sufficiently cauterized by the cut output and the affected part bled. The user facility stanched patient's bleeding by an unspecified clip. The user facility continued and completed the procedure by using the same psd-20. Olympus was informed that the user facility felt that the output of the subject psd-20 was unstable. There was no report of the patient injury other than above. This report is for the event on (B)(6) 2016.